Event description:
My medtronic pain pump keeps pumping more medicine than it should. I get itchy, numb, nauseous and very tired for no reason. It is happening more frequent model #8637-20, serial (B)(4), implanted: (B)(6). FDA safety report ID# (B)(4).